Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a thoracic aortic transection approximately one month ago. The patient was involved in mva and had been treated for other injuries (broken pelvis, leg, arm) prior to getting vascular treatment. The thoracic aortic neck transected right at the subclavian artery. The iliac arteries were narrow measuring 6 mm in diameter and there was no tortuosity or calcification. The valiant captivia stent graft was advanced to the intended location; however, when the stent graft was deployed it was slightly higher than intended and partially covered the left carotid artery. The cause of the inaccurate delivery was due to the tight thoracic aorta and the trauma to the vessel. There was still profusion to the left carotid. The patient is stable.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (transected thoracic aorta); patient's condition affected effectiveness of device (pre-operatively transected thoracic aorta, small iliac arteries); unapproved use of device (treatment of a pre-operatively transected thoracic aorta). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pre-operatively transected thoracic aorta, small iliac arteries); operational context contributed to event (treatment of a pre-operatively transected thoracic aorta).